Manufacturer narrative:
Tracking information was forwarded to the decontamination facility to locate device. The device could not be located. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture, all components passed all manufacturing and quality verifications. (B)(4).

Manufacturer narrative:
Although anticipated the device has not been received for analysis. (B)(4).

Event description:
Anchor broke while tapping in the pilot hole. The distal tip broke during a rotator cuff procedure. The surgeon was confident that all pieces were removed with a grasper. A backup device was used to complete the procedure, using a different site; however the original site was left empty. The patient was noted to be okay post-procedure. The patient's bone quality was noted to be normal.